Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that following a pump exchange, the patient had "some sort of neurological event" with residual effects three days later. No further info is available at this time.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.